Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not reproduced. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The intended procedure was reported as diagnostic.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the cable failed the leak test due to pinhole leak and coupler stuck intermittent due to wear. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 4k autoclavable camera head was not producing image. The issue was found during preparation for use for an unknown procedure. There were no reports of patient or user harm associated with this event.